Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation of the stretcher at the customer's location. The transport wheel was found to be loose; however, it had not fully detached from the stretcher as originally reported. The wheel assembly was replaced and the stretcher was returned to service.

Event description:
It was reported one of the transport wheels was observed to be loose and coming off the stretcher during a patient transport. Specifically,, when the crew was pulling out the gurney from the ambulance, they noticed the rear left caster wheel was falling off of the gurney. There was a patient on the gurney at the time and they decided to move the gurney back into the ambulance to not risk having the gurney fall. No injury or adverse effect to the patient was reported.

Event description:
It was reported one of the transport wheels was observed to be loose and coming off the stretcher during a patient transport. Specifically,, when the crew was pulling out the gurney from the ambulance, they noticed the rear left caster wheel was falling off of the gurney. There was a patient on the gurney at the time and they decided to move the gurney back into the ambulance to not risk having the gurney fall. No injury or adverse effect to the patient was reported.